Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014 . At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.